Event description:
It was reported that patient exchanged the system controller to a backup due to emergency backup battery (ebb) fault. They then came to hospital and the ebb was exchanged. Log file review revealed backup battery faults starting (B)(6) 2025 at 04:38 and continued until (B)(6) 2025 at 12:13 when the driveline was disconnected. The alarms resolved after the ebb exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d9: the backup battery was returned for evaluation. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The system controller event log file was reviewed, and relevant timestamps spanned approximately 2 days (at 05:44:51, on (B)(6) 2025, to 13:55:36 on (B)(6) 2025). At 04:38:06, on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring more than the acceptable amount above the loaded voltage. This alarm resolved as the system controller was shut down, at 12:14:52, on (B)(6) 2025, following shortly after driveline disconnection, at 12:13:55, on (B)(6) 2025, for a backup battery exchange. The pump maintained a speed within the expected range while the driveline was connected. The heartmate 3 system controller backup battery, serial number: (B)(6), was returned, and, upon testing, was found to be unremarkable. The backup battery was inserted into a test system controller, and no alarms were activated. The backup battery was able to support the pump with no external power. The reported event was unable to be reproduced during this analysis. Additional provided information stated that exchanging the backup battery resolved the alarm. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup batteries not passing load testing. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 lvas IFU (rev. D) section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 ¿ ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6)) were reviewed and found to have passed. No further information was provided. The manufacturer is closing the file on this event.